Event description:
A complaint was received from a customer that reported that they feel that some of the readings are wrong. Also they feel that the reagent strips are not being expressed correctly and only part of the display is working. While on the phone a review of the system was conducted. It was learned that the "blood drop" icon was not illuminated and even if blood was applied to the sensor no result would be display. A request was made to return the system for evaluation and in the meantime a replacement unti was provided.